Event description:
This case, reported by a pharmacist who initially contacted the affiliate with a request for product info and then additionally reported by the pharmacist via a sales rep, concerns a male. The pt's medical history, concurrent condition or concomitant medication was not provided. The pt was originally uncompliant with treatment. The pt received subcutaneous insulin lispro (humalog cart) at unk dosages via a humapen ergo (lot #: unk) for type 2 diabetes mellitus beginning on an unk date. On an unk date, unspecified duration after starting insulin lispro, the pt was hospitalized with blood sugar level of 500 (unit not provided). It was not clear if the pt was hospitalized for treatment or training purpose of diabetes mellitus. During the hospitalization, he complained that injection force of the humapen ergo was higher than that of a humapen luxura. Therefore, the reporting pharmacist checked the pen device, but only found it worked functionally. However, the humapen ergo was changed to a humapen luxura as he used the pen device more than two years. At the time of the report (2008), he was treated with human insulin isophane suspension (humacart n) in addition to insulin lispro. The outcome of the event was not provided. This humapen ergo (lot #: unk) was associated with another device. The pt operated the pen device and stored it at room temperature, but it was unk if he was a trained user. He used bd 31-gauge needles. Since the pen was already discarded, it would not be returned to the affiliate. Attempted to obtain lot/control number; info was unk. The reporting pharmacist considered the blood sugar level of 500 was completely unrelated to insulin lispro or the humapen ergo because the pt's compliance with treatment was quite poor. No follow-up is requested.

Manufacturer narrative:
Since the device is not being returned, eval for a malfunction is not possible. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.